Event description:
A surgeon reported that a cv232sre iol implanted in the right eye of a pt, has since opacified. Current best corrected left eye acuity reported as 20/30+. Good prognosis noted. Replacement of iol has not been scheduled at this time, but is expected in the future. No further info has been provided

Manufacturer narrative:
The device history records & sterility records have been reviewed by mfg and found to be in compliance.